Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage through a slit in a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, medical intervention or injury.

Manufacturer narrative:
Investigation results: one sample unit from an unknown lot number was received for evaluation by our quality engineer team. Upon examination, tears were observed on the septum. A water leakage test did not result in leakage in the actuated or un-actuated positions. A root cause could not be determined for this incident. Device/batch history record review could not be performed as the lot number was not provided. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used q-syte unit from an unknown lot number. Visual/microscopic examination: the septum was molded using the 32-cavity mold. It was possible to observe slit tears on the septum top disk. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; leakage was not confirmed in the actuated or un-actuated positions. Septum column tear assessment: no damage (tear) observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. Observed a slit tear on the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center. Conclusions: the defect of leakage; as stated as the reported code in the subject of the pir was not confirmed with q-syte. The defect of slit tears on the septum top and bottom disks was confirmed. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.